Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specificiation. Inspection of the returned device noted that the coil had separated from the pusher wire. There was a kink on the pusher wire 25cm from the proximal end. The pusher wire distal end was examined under magnification and it was evident that the coil had separated from the pusher wire in close proximity to the main junction. Remains of the polyethylene tetraphthalate (pet) that secures the coil to the pusher wire was present so it was concluded that force had caused the coil to separate from the pusher wire. Based on the investigation findings and the information provided, it is most likely that operational context was the cause of the coil separating from the pusher wire.

Event description:
Analysis of the returned device found that the coil had separated from the pusher wire. There was no clinical consequence to the patient.